Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device displayed a blank screen. This can be indicative of a device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device displayed a blank screen. This can be indicative of a device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker replaced the device's user interface pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. Stryker further evaluated the removed user interface pcb assembly and determined the cause of the reported issue to be corrupt memory on the integrated circuit, designator u2.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause of the reported issue was isolated to the user interface pcb assembly. A replacement for this part is currently unavailable. The device is awaiting repair and will be returned to the customer for use after completing functional and performance testing.

Event description:
The customer contacted stryker to report that their device displayed a blank screen. This can be indicative of a device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.